Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent dislodgment); related to operational context (the reported event was most likely procedural related.) Conclusion: operational context contributed to event (the reported event was most likely procedural related.); known inherent risk of procedure (stent dislodgment). (B)(4).

Event description:
The physician was attempting to implant an integrity bare metal stent in a tortuous, calcified rca. No abnormality was noted during device preparation. The lesion was pre-dilated. It was reported that resistance was experienced as the stent was being advanced through the guide catheter and guide liner device, and stent dislodged from the balloon inside the guide catheter and was never introduced into the patient¿s vessel. It was pulled back fully into the guide catheter and retrieved by placing another brand balloon in the stent and pulling it out. No excessive force was used during the procedure. The vessel was treated with the same size integrity stent. No additional complications or other clinical sequelae were reported. Device evaluation: the delivery system was returned to medtronic for evaluation. The stent was not returned with the delivery system. The distal tip was flared. Crimp impressions were evident along the balloon. The proximal pillow balloon folds were partially opened and disturbed.